Event description:
It was reported that the patient experienced no stimulation sensation. The patient was unable to adjust stimulation. The status lights on the patient programmer were assessed. Only the 9 volt light showed. Additional information reported that the battery died. There were no patient symptoms. Reprogramming was performed (2009). The stimulator was replaced. The patient outcome was reported as no injury.